Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend stopped working, not sealing tissue or cutting. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "vessel sealer stopped working during case, not sealing tissue or cutting". The instrument was found to have low torque. Visual inspection found a loose grip cable. The instrument passed the electrical continuity test at the distal and proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests without forcing self-test pass. The instrument moved intuitively with full range of motion in all directions. The grips opened but was unable to close fully. The instrument passed the cut test but failed to seal on 2 of 2 attempts. Error displayed "sealing malfunction. Press 'arm swap' to restore control then remove and reinstall. If issue persists, discard instrument". Error "incomplete seal cycle" also appeared. Review of the logs showed two 22024 errors. The instrument was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail to deliver energy. There was no damage found to the conductor wire and the grip cable was not fully broken. The instrument was found to have a dislodged c ring at the grip ring. The c ring is moving freely above the grip drive adapter. The instrument was placed on an in-house system. The instrument passed the recognition, engagement, cut but failed to seal. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. This issue can be resolved by using an alternate instrument to complete the procedure.